Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the switch box had a dent, the suction cylinder had no color, the plug unit was damaged, the play of up/down knob was out of standard value due to wear of the angle wire, the distal end had residual liquid, the connecting tube and universal cord had a scratch, and the following were shaved; right/left knob, up/down knob, and the distal end. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the duodenovideoscope had loose control buttons. The device was returned for evaluation. During the device evaluation, the following was found: the distal end had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and it was unknow if the reprocessing steps at the material residue point were deviated from the instruction manual. Additionally, physical damage was confirmed at the place where the foreign material remained. The likely cause of the reported event is due to wear and tear. However, the root cause of the reported event is unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.